Manufacturer narrative:
The user facility confirmed that there was no injury as a result of this event. Section b5 and section h codes have been updated.

Event description:
It was reported that while transporting a patient, the fastener unexpectedly disengaged the cot. As a result of the fastener malfunctioning, one of the caregivers was repeatedly struck with the cot as it rolled back and forth in the ambulance. Upon follow up with the user facility it was found that the user that was struck was not injured and did not require any medical intervention.

Event description:
It was reported that while transporting a patient, the fastener unexpectedly disengaged the cot. As a result of the fastener malfunctioning, one of the caregivers was repeatedly struck with the cot as it rolled back and forth in the ambulance, injuring them. Further details regarding the treatment and severity of the injury are still being gathered.